Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The DHR for lot 4793559 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market. Additional information in h6 and h7.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involves a spinning spiros closed male luer, red that leaked a chemotherapy drug, 5-fu during infusion and leaked to the patient. The device was connected to a cadd ambulatory set. The drug and tubing was not replaced and therapy was not resumed. The customer reported that the impact to the patient was an inconvenience to return to the infusion site and have a new bag prepared. There was a blood loss or bleed back as much as the volume of port tubing. The chemo spill was cleaned up per facility protocol and no spill kit was used. There was patient involvement, and although a delay in critical therapy was reported, there was no patient harm reported.